Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ concentric luer lock syringe leaked from the piston. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: no sample or picture has been received for investigation. Ten retained samples of 50ll lot 1805252 no damage or molding defect can be observed in them that could be related to the alleged defect and the stopper is correctly assembled to the plunger in the ten samples. DHR of lot number 1805252 has been reviewed not finding any annotation or deviation regarding the alleged defect. During assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap. Leak test is carried out with the 10 retained samples according to procedure pc-039 and iso 7886-1 annex d. The 10 samples meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. Final products in this manufacturing line, for this reference and lots size (22pallets) are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1. Visual inspection - molding: 2 injections per shift - printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift - assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift - primary packaging: 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. - secondary packaging: 1 box per pallet 2. Functional inspection - printing: once in the first pallet and once in last pallet of the lot. - assembly: once in the first pallet and once in last pallet of the lot. - primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: this issue is not related to a manufacturing defect. Since no incidence has been found in DHR review and retained samples evaluated meet iso7886 annex d, a definitive root cause cannot be determined for leakage in this lot.

Event description:
It was reported that a bd plastipak¿ concentric luer lock syringe leaked from the piston. There was no report of exposure, serious injury, or medical intervention.